Manufacturer narrative:
The reported complaint of "the autopulse platform stopped compression and displayed an unknown error code followed by the prompt: 'realign patient'" was confirmed in the archive data but was not confirmed during functional testing. No malfunction was observed, which could have caused or contributed to the reported complaint. The autopulse platform functioned appropriately and as intended. The likely root cause was either due to the patient was out of position or the patient was not properly centered/aligned on the platform, or due to the stiffness of the patient's chest during the use of the platform. These would account for the error messages observed in the archive. Upon visual inspection, no physical damage was observed on the returned autopulse platform. A review of the archive file showed occurrences of multiple user advisory (ua) 17 (max motor on time exceeded during active operation), several ua07 (discrepancy between load 1 and load 2 too large), and a fault code 42 (force overload tripped) recorded on the customer's reported event date of (B)(6) 2021. These error messages are followed by the prompt "realign patient"; thus, confirming the reported complaint. Based on the archive data files, the autopulse platform delivered 7 compressions for about 3 minutes, and then, it stopped compressions with a ua17 error message. There were no further compressions delivered until the autopulse timed out after 10 minutes. User advisory 17 is normally a clearable error message and is triggered when the motor was on for too long during active operation. The autopulse did not reach the target depth within the specification time. This usually is experienced when the patient is improperly positioned on the platform or when the patient's chest is too stiff and hard to compress. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Another usage of the autopulse platform was recorded in the archive later, on the same day, 30 minutes after the first deployment. During the second deployment of the autopulse, there were multiple on/off sessions, with a fault code 42 (force overload tripped occurred) error message as well as several ua07 and ua17 advisories. During this time, a total of 261 compressions were delivered. User advisory 7 is normally a clearable error message and occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The load sensing mechanism is continuously on during the power-on state. Normally, the load imbalance is experienced if the patient is not oriented on the platform correctly or the patient has shifted due to compression force without restraints or during transportation. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned, deploy the shoulder restraint to reduce movement, and press restart. Fault code 42 error message alerts the load cells have detected too much force being applied. This can result from the patient being improperly positioned on the platform or from an excessive force being applied on the load cells due to a stiff patient's chest. This error message can be cleared when the user press restart. From the archive alone, it cannot be conclusively determined whether the first deployment or the second usage of the autopulse platform corresponds to the reported event with the patient or testing the platform with a manikin at the station. The autopulse platform passed the initial functional test without any fault or error. During testing, the load cell characterization test confirmed that both load cell modules were functioning within specification, and no technical fault was found. Furthermore, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) equivalent to 280 lbs. With good-known test batteries until discharged. No malfunction was found, and the error messages observed in the archive were not replicated. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (s/n (B)(4)) was used to resuscitate a patient in cardiac arrest. The cause of cardiac arrest is unknown, and it is unknown if the cardiac arrest was witnessed. The patient was in cardiac arrest for several minutes before receiving manual CPR, which was in turn performed for several minutes prior to the arrival of ems. During operation, the autopulse platform performed one compression, then it stopped and displayed an unknown error code followed by the prompt: "realign patient". The ems crew checked the patient alignment, re-adjusted the lifeband, and re-started the autopulse platform. During troubleshooting of the issue, manual CPR was performed. The issue was not resolved, and the use of the autopulse platform was discontinued. Subsequently, manual CPR was performed for about 15 minutes. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead on the scene. The customer did not provide information regarding the relationship between the patient's death and the alleged malfunction. However, zoll's medical safety assessment (msa) evaluated the incident, and it was determined that the death was not related to the autopulse device. Back at the station, the ems staff was unable to replicate the issue while testing autopulse with a manikin. The staff was unable to recall the fault code.